Event description:
On (B)(6) 2015 the reporter contacted animas, alleging an audio tone/vibration/no sounds issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 8/17/15 device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings:pump case was removed, found solder joint at piezo to be cracked. Installed a test cover and audible tone responded per normal operation.